Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that heparin was running at 19.4ml/hr when should have been at 19.4units/kg/hr. Investigation showed that there was probably error in rate programmed into pump without a guardrails program. Bat# (B)(4)- new ail sensor. There was no patient harm. Per customer, no further information will be provided, including patient demographics and no products will be returned.